Event description:
Major pump unit(s) involved: external control system failure;red alarm/ cord frayed.specific component(s) involved: external controller malfunction;cord frayed-disconnect 5 minutes.causative or contributing factor: patient noncompliance in device maintenance and protection; patient error in caring for system.intervention(s): replacement of external controller;type: lvad.

Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external controller malfunction.